Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. Customer also stated that they experienced high blood glucose of 304 mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer stated that auto mode was active. The insulin pump will not be returned for analysis.